Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Customer reported the power cord got pulled on by the unit end and when they pushed it back in, the unit sparked. A replacement unit was issued.

Manufacturer narrative:
One cardiomems patient electronic system was received into the lab for analysis. The results of the performance evaluation concluded that the returned unit did not function as intended due to damaged power cord. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to damaged power cord.

Event description:
Related manufacturers reference number: 3004936110-2020-00536. Customer reported the power cord got pulled on by the unit end and when he pushed it back in to the unit it sparked. A replacement unit was issued.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.